Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-07586. It was reported that balloon rupture and removal difficulties occurred. A 10/2.75 flextome cutting balloon was selected to treat the target lesion. During the procedure, it was noted that the balloon ruptured and the physician couldn't get it out of the guide. The device was removed from the patient using an 8f non-bsc guide extension catheter. A 20mm x 2.75mm nc quantum apex balloon was then selected. However, prior to inserting the device into the patient, it was noted that the coating on the hypotube was coming off. The procedure was completed with different devices. No patient complications were reported and the patient's status was fine.